Manufacturer narrative:
G4: 02sep2020, b4: 03sep2020 . The field service engineer (fse) confirmed battery problems battery date 02/2011. Fse indicated unit will not work on battery power after over night charge. Fse replaced battery part provided by customer and unit passed all performance tests and unit is ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported battery problem. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.